Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to capture, failure to sense and high pacing impedance. The atrial lead was reprogrammed. The patient was in stable condition.